Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302832 and lot number 4271389. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material # 302832. Batch # 4271389. It was reported by the customer that syringe has some brown stuff in and on the outside of them. Verbatim: rcc received a complaint via phone. 30ml syringe. Lot 4271389. Syringe has some brown stuff in and on the outside of them. Found be fore use has samples to return.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Pr (B)(4) follow up. A report was received indicating the presence of a brown substance on both the interior and exterior surfaces of syringes. To support the investigation, three samples were submitted for evaluation by the quality team. One sample was received in a sealed blister package, while the remaining two were in opened blister packaging. A visual inspection was conducted on all samples. Two of the syringe plunger rod ribs exhibited small specks of embedded degraded resin. No additional defects or irregularities were observed. The presence of degraded resin is typically associated with the startup phase or intermittent occurrences during the injection molding process, where degraded material may detach and become incorporated into molded components. A device history record (DHR) review was completed for material number 302832, lot 4271389. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. The samples will be used for associate awareness. As of this report, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned samples, the customer-reported condition has been confirmed.